Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aortic neck was severely angulated 60 degrees. It was reported that the first months CT the stent graft was accurately placed. At the three month CT demonstrated that the stent graft had migrated 2 cm. It was reported that five months post stent graft implant a request for a talent aortic cuff under ide was requeted. Films of this case have been received and evaluated. An outside independent physician reviewed the films and his analysis determined that the stent graft has migrated. The cause of the migration appears to be the result of: 1) too much over sizing of the graft for a neck that measured 16-19 mm on the first cta (this is confirmed by the infolding of the first ring on the first post cta and the compression of the first ring of the graft on the kub). This compression creates a downward force on the graft. 2) low initial placement of the endograft with poor fixation of the graft on the first available cta. 3) severe angulation of the neck. No additional information was received and no additional clinical sequelae were reported.